Event description:
It was reported that durig a coronary drug eluting stenting treatment procedure, difficulties removing the catheter from the guide wire were encountered. The physician was able to deploy the taxus express2 3.0 x 32 mm drug eluting stent. After the stent was deployed, the stent catheter "froze" on the sparta core guidewire. The catheter and wire were removed as a unit. The physician was able to remove the catheter off the wire outside of the body. There were no reported pt complications.